Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a cut in the bending section cover and the connector was corroded. Additionally, the bending section cover glue was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset ultrasonic gastrovideoscope to the service center. During a standard inspection of a customer returned asset, a cut in the bending section cover was found. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by an external force applied wot the distal end during use as stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.